Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2022 for hyperglycemia and diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod on the arm. Symptoms reported include abdominal pain, headache, vomiting, fainting, and loss of consciousness. The patient was treated with a short-acting insulin injection. The patient was released the following day. The pod was removed at the hospital.